Manufacturer narrative:
Conclusion / root cause: the customer returned cpu pcba was tested and no functional faults were found. A damaged cap was found at c165 and was replaced. No other faults were found with this unit. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the ventilator began alarming, could not be shut off and emitted an electrical burning due to a burnt component on cpu board. The customer reported there was no patient involvement.

Event description:
The customer reported that the ventilator began alarming, could not be shut off and emitted an electrical burning due to a burnt component on cpu board. The customer reported there was no patient involvement.